Event description:
During administration of risperdal consta im injections, the needle and cuff slipped off of the glass syringe posing potential hazard to pt and nurse who was administering the medication. No harm happened to either as the nurse was able to hold the needle onto the syringe manually during the injection.- anecdotal accounts suggest that this is not an isolated incident, but is familiar to other nurses and to the local area (B)(4)rep per personal contact. Dose or amount: 50 mg, frequency: every two-weeks, route: im. Dates of use: (B)(6)2010.